Manufacturer narrative:
The device was returned to a zoll business partner (bp) for evaluation. The bp was unabel to ind an issue with the device. The electrode pads were not returned as part of the investigation. The device was recertified and returned to the customer. Review of the data file did show the advisory message consistent with the customer's report. No faults were noted and it appears the device performed as expected following this event. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report correcting information submitted on the final medwatch report. The device and accessories were not returned to zoll medical corporation for evaluation. Instead, the log files were provided for review. Review of the log files did show the error message related to the customer's report. The user then attached new pads and the device successfully charged and discharged energy twice. Without receipt of the device, pads, or accessories used during the event, root cause evaluation can not be performed. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.